Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient received a shock for afib with rapid ventricular response and was converted with shock. Physician changed patients afib meds and no further shocks have been delivered. The device remains implanted.